Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 36 and 48 hours their blood glucose level had rose to 379 mg/dl. The patient reports the pod infusion site was painful, red and swollen. Upon removal of the pod from the infusion site the patient reports the needle had not retracted upon initial activation.

Manufacturer narrative:
The returned device was evaluated and the needle protruded past the needle well. The hard cannula was observed to be incorrectly installed. This resulted in the needle's failure to retract. The reported pain and irritation can be attributed to the needle's failure to retract. The incorrect installation of the hard cannula resulted in the damages to the slide retract. The soft cannula was observed to be damaged. It could not be determined when this damage occurred.